Manufacturer narrative:
Batch review performed on 16 may 2023. Lot: 2237057: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 days after the primary, the patient came in reporting pain due to developing a hematoma and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.